Manufacturer narrative:
The meter and test strips were requested for investigation. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
There was an allegation of questionable results from coaguchek xs meter, serial number (B)(4). The meter result was 8.0 inr. The meter result was 4.1 inr within minutes. The meter result was 2.6 inr within minutes. The customer's therapeutic range is 2.0-3.0 inr.

Manufacturer narrative:
The returned meter was provided for investigation where it was tested using retention test strips and retention controls. Level 1 testing results (qc range = 1.0 ¿ 1.4 inr): qc 1: 1.2 inr. Level 2 testing results (qc range = 2.4 ¿ 3.6 inr): qc 2: 2.8 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages.